Manufacturer narrative:
(B)(4).

Event description:
On 10feb2017 a johnson and johnson sales representative called to report that while wearing the acuvue oasys for presbyopia brand contact lens a patient (pt) ¿got a corneal abrasion, or corneal ulcer, did have scarring.¿ the date of the event was reported as (B)(6) 2016. The lot number and availability of the suspect product was unknown at that time. On 14feb 2017, a call was placed to the ecps office and a representative reported that he/she was not sure if the pt returned the product and they did not have the lot number. On 27feb2017, the ecp reported that the ¿pt was diagnosed with a pseudomonas corneal ulcer od around the pupil margin.¿ the ecp reported that the pt was referred to a corneal specialist and treated with four to five antibiotics. The ulcer resolved with scarring and the pt returned to a reduced wear schedule. The ecp reported that he/she would need to check with the pt before releasing any additional information. On 06mar2017, a return call was placed to the pts ecp. The ecp reported that the pt advised that he/she was not sure if the pt wanted to release any medical information. He/she reported that the pt was referred to a corneal specialist and the ecp did not have the name or frequency of any antibiotics prescribed. The ecp reported that the pt is still being seen in his/her office for follow-up visits. The ecp reported that he/she would call back to provide any additional information if the pt gives consent to contact. No additional information has been received. The lot number is unknown. The availability for return for evaluation of suspect product is also unknown. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.